Event description:
A caller reported encountering cgm error 42 with their g6 sensor. There was no adverse impact on the customer's blood glucose level as a result of the reported issue. The customer was assisted by technical support to perform a complete pump reset, after which the cgm error code did not reappear, and the customer successfully began their sensor session.